Event description:
It was reported that the bd q-syte¿ needle-free connector experienced leakage. The following information was provided by the initial reporter: leakage was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ needle-free connector experienced leakage. The following information was provided by the initial reporter: leakage was found.